Event description:
Philips has investigated this complaint during the investigation philips has confirmed that the l-arm cover came loose and was retained by the safety chain. Philips confirmed that the cover came loose due to a collision between the c-arm and the ceiling operation light. The l-arm cover was replaced and the system was returned to use in good working order.

Event description:
It was reported to philips that the l-arm rotation cover came loose. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.